Manufacturer narrative:
The exact date of the event is unknown. The provided event date was chosen as a best estimate based on the reported date of (B)(6) 2019. The complainant was unable to report the device brand name, upn and lot number; therefore the manufacture date and expiration date are unknown. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a radial jaw 4 biopsy forceps was used in the duodenum during a oesophago-gastroduodenoscopy (ogd) procedure performed in (B)(6) 2019. According to the complainant, the day after the procedure, the patient presented to the hospital reporting having experienced two episodes of melaena. The patient was monitored and a small drop of hemoglobin was noted. A repeat blood test was performed and the hemoglobin showed no further drop. The patient was discharged one day later. Additionally, the patient was given high dose proton pump inhibitors (ppi) following the ogd procedure and was scheduled for another ogd in six to eight weeks. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.